Event description:
The patient reported the implantable neurostimulator (ins) was not working right, but what little it was working had helped. The patient had not had programming due to a canceled follow-up appointment. When she left the hospital they had not turned it on, but since then they programmed it over the phone. The indication for therapy was non-malignant pain. Further information received from the consumer reported that she had a large amount of pain related to the stimulator only working a little. The patient noted she had a new battery put in to resolve the issue, however, this is contradicted by the report of reprogramming being done over the phone and further programming by a manufacturer representative and that it was still ongoing. Additional information received from the patient reported that she was falling intermittently. The patient stated the falls and not being able to stand up or walk started six months to a year ago. The patient mentioned breaking her ankle and other ligaments in her other foot at one point. The patient had pain from their groin to the left leg and the leg pain had started before the ins. It was noted that the ins helped the low back and down but not the legs. The patient alleged that the ins was not running correctly and she had a representative do some reprogramming and she didn¿t feel that it was right.